Event description:
The consumer reported using the prod for less than eight hrs on her skin. When the patch was removed, the consumer described irritation and redness. The consumer did not seek medical attention at the time of the incident, and treated the area with antibiotic cream three times daily.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirement for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.